Manufacturer narrative:
Other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
A patient reported on (B)(6) 2016 stating that their implantable neurostimulator (ins) was implanted in their upper chest with the wires going across the back of their shoulders. The incision for the leads was at the base of their neck, and they went down from there. They had tried but could not implant the leads going upwards due to stenosis. They now kept the stimulation turned off because their pain was a lot less and more controllable. They also stated that they could feel the wire move when they moved their shoulder, and if they pressed they could feel the wire under their skin. The issue was noted to have occurred since implant on (B)(6) 2011. The indications for use were headache and spinal pain.

Event description:
Additional information was received from the patient that reported that no actions were taken at that time to resolve the lead wire movements. The patient needed to get an x-ray to see if the lead wires interfere with MRI equipment. The moving lead wires had not resolved at the time that the additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.